Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced occlusion alarms and elevated blood glucose over 400 mg/dl. An occlusion occurred overnight, and blood was observed on the adhesive patch during a set change. The user was using a steel infusion set with 23" tubing. A full supply change and manual injection were performed. The ilet was temporarily paused, and the user later reconnected. As of (B)(6) 2025, blood glucose was reported at 97 mg/dl with no further occlusion alarms. Symptoms reported included tiredness, thirst, and headache.